Event description:
The new peg driver did not fit into the pegs in the dvr set. The surgery was delayed by approx 30 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.